Event description:
Healthcare provider provided an operative report and on the operative report it stated "preoperative diagnosis: previous history of mastopexy and breast augmentation with breast implant malposition. Baker grade 3 capsular contraction, and breast ptosis." This record is for left side. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii.